Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Manufacturer narrative:
This medwatch covers 1 of 2 lots impacted. A separate medwatch will be submitted for the second lot.

Event description:
Consumer reported two separate issues with two different lot #s, same product (320468). Needle hub separated -lot# 3135460 barrel damaged/broken - lot # 325659 one occurrence from each box. Lot #: 3135460, 3285659 catalog #: 320468 date of event: unknown samples available: sending mail kit.